Event description:
It was reported by the patient that she underwent a sling procedure in (B)(6) 2008. The patient developed urinary tract infections and pain during intercourse. The patient stated that she will be having a procedure to check for possible erosion of the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.